Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the stylet would not track. After being inserted 1/4 of an inch the instrument would no longer track. Troubleshooting was performed. The local representative (rep) plugged the stylet into another port on the break out box (bob), and the stylet tracked as intended. The emitter was not adjusted. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A05: issue resolved when instrument plugged into another port on the bob a0709: would not longer track f1908: delay of less than one hour f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.